Manufacturer narrative:
Device was not returned. The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of breakage during surgery could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaints history, it is very likely that the screwdriver was over-torqued during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Labelling review: the operative technique (90-17001-en rev 3 asnis micro op tech) was reviewed: ¿screw insertion set up: assemble the cannulated screwdriver onto the elastosil handle as described for the cannulated countersink on page 6. Take the holding sleeve and slide it over the cannulated screwdriver until it engages. Pull the sleeve toward the handle, so that the tip of the screwdriver is visible. Place the screwdriver into the chosen screw, push the sleeve forward and take the screw securely out of the rack. Optionally screws may also be taken from the screw rack by using the screw forceps. ¿ ''screw insertion: to prepare for insertion place the screw over the k-wire onto the bone and draw the holding sleeve towards the handle, so that the screw head is visible. Insert the screw over the k-wire by turning the screwdriver clockwise. After final insertion, remove the screwdriver from the screw and verify the k-wire and screw position with the image intensifier. After the positions have been verified remove and discard the k-wire. To remove the holding sleeve compress the bushing. The entire holding sleeve can now be removed from the screw driver.'' [Original statement(s)] the instructions for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''important information for doctors and or staff: ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! '' ¿special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. Reusable instruments must be cleaned directly after usage.¿ [original statement(s)] the cleaning and sterilization guide (ot-rg-1 rev-3 l24002000 cleaning guide) was reviewed: ''note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. Functional check for screwdriver blades: description and function: screwdrivers with drive connections of various designs with or without self retaining function. Potential failure modes: deformation of the blade (twisted); deformation of the blade (rounded); breakage of the blade´s self-retaining mechanism without function; corresponding drive connection of screw head is rounded or worn. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws).'' [Original statement(s)]. Device was not returned.

Event description:
The tip of the screw driver blade broke of during insertion of screw. The surgeon was able to retrieve the broken piece.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tip of the screw driver blade broke of during insertion of screw. The surgeon was able to retrieve the broken piece.